Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer experienced an elevated blood glucose (bg) level of 508 mg/dl. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.